Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The field service engineer (fse) performed an onsite inspection and confirmed that the system was powered off. After attempting to boot the system, the fse observed that there was no video, the geometry did not power on, and the tsm was showing only a windows screen. The fse then performed a full system reboot by turning off the main breaker. During this reboot, where the host pc powered on, but there was no network activity, nor the fan was turning on, indicating host pc not powered on fully. The fse replaced the host pc and sent the defective host pc for analysis, but the suppliers part analysis could not conclusively determine the cause of the failure. Replacing the host pc, transferring the existing hard drive to the new host pc, and completing the required calibrations successfully restored full system functionality. Following the replacement, the system was returned to service in proper working condition the codes have been updated based on the investigation outcome.